Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire break occurred. An unspecified bsc guide wire was selected. It was noted that the guide wire accordioned and broke off outside the patient's body. No patient complications were reported and the patient's status was fine.